Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a company representative (rep) reported the cause had been undetermined. The explanted catheter section had been sent to pathology per hospital protocol and would not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the catheter revision occurred on (B)(6) 2024 and a leak was found on the pump segment during the revision. The pump segment was removed and replaced with 8784. A daily dose was decreased from 6 mg to 1 mg/day and bolus on aspirated catheter. The patient reported that they were doing well on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2013 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-mar-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) receiving intrathecal morphine 10 mg/ml at 5931 mg via an implantable pump for unknown indication for use. It was reported that the patient had return of pain and being unable to sleep. No contributing factors were reported. Diagnostics/troubleshooting performed included that they would do catheter dye study for connection & catheter patency. The issue is not resolved as of yet with patient's status being "alive-no injury". No surgery planned or scheduled. The patient's weight and medical history were asked but made unknown. Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the patient weight was not able due to confidentiality. It was noted that there was a dye in the pump pocket. A catheter revision but the date was unknown at this time.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the hcp found dye in the pocket and was not going to the spine. No further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.